Manufacturer narrative:
Product has been received by manufacturer, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: during nebulizer treatments, the bottle makes a whistling noise when the flow is set at 2lpm. No injuries reported.